Manufacturer narrative:
This report and the information submitted under this report do not constitute an admission that the device or church & dwight co., inc. Or any of its employees caused or contributed to the event described herein or that the event as reported to church & dwight actually occurred.

Event description:
The consumer states that she bought this spinbrush this past march, but first used it on (B)(6) 2020. She has a "healing" post on her lower gum line, where tooth #20 was (second from the back). She further stated that while brushing, the toothbrush must have taken the post out in some way. The post came out and she wasn't hurt. She had the post replaced by her dentist on (B)(6) 2020. The dentist used anesthesia during the replacement process.